Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging chronic sinus infection, heart disease. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on april 30, 2024, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The payient alleged chronic sinus infection, heart disease. Medical intervention was not specified. Additional information was received about the alleged laryngeal cancer. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, observed an unknown dust contaminant on the top enclosure, front panel, rear panel, bottom enclosure, blower, blower seal, and blower box. Evidence of liquid ingress was observed on the blower and blower box. A keratin-like substance was observed on the blower box outlet. Vidence of sound abatement foam degradation/breakdown was not observed. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. In this report, sections d9, g3, h3, and h6 have been updated.

Manufacturer narrative:
Additional information was received on april 04, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging sinus infection and heart disease related to a CPAP device's sound abatement foam. Additional information was received about the alleged laryngeal cancer. Section e1 was updated in this report. Section h6 health effects: clinical codes were updated.